Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to constant upstream occlusion messages, which were experienced during evaluation. The upstream fluid messages were caused by fluid intrusion preventing the upstream sensor from properly functioning. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.